Event description:
Procedure: l. Ant. Resection with end-end anastomosis. According to the report: after firing, the device could not be removed. The device was pulled and the tissue was torn. Re-anastomosis was required. Artificial anus was built temporarily. Oozing was under 200 cc, and nothing fell into the pt's cavity. No pt info available.